Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305180, batch number#: 4178014. Verbatim#: rcc received a complaint via email. Email(s) attached. Orders received by xx to yy. Upon drawing up medication, writer noted bits of rubber in the syringe. Writer notified pharmacy and provided syringe with med in it. Med info: ketorolac 30 mg/ml - lot # a1460033 - expiry 05/26 needle info: bd18g blunt needle ref 305180 - lot # 4178014 - expiry 2029-08-31 syringe info: 1ml syringe - lot # 4214959 - expiry 2029-07-31.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up it was reported there were bits of rubber in the syringe. A device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4178014. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.